Manufacturer narrative:
There was no indication of any malfunction of the device.

Event description:
Allegedly, the patient underwent a laparoscopic gynecological surgery on (B)(6) 2011 in which a morcellator was used. The patient subsequently had four surgeries to treat leiomyomatosis in (B)(6) 2017, (B)(6) 2017, (B)(6) 2018 and late 2018. No further information is available at this time.